Manufacturer narrative:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the (B)(6) under device model # 861290. It was reported to philips that the device "did not deliver the shock to the patient". Philips was notified in writing on 20 october 2017. The patient involved was reported to have died. On (B)(6) 2017 between 10-11 am, the involved patient developed ventricular tachycardia (vt) which required defibrillation while having a diagnostic angiogram performed. The patient had an "nstemi" with a history of ischemic heart disease that included a previous myocardial infarction (mi) more than 2 years prior to the incident. He was taken to the cath lab in view of post-infarct angina despite being on good anticoagulation with enoxaparin and other optimal medical therapy. The diagnostic angiogram noted the patient's condition as coronary artery disease, triple vessel disease. At the time the patient developed vt, the device was initially unable to discharge the shock for defibrillation. The user reported the defibrillation was delayed but the device did delivered the shock. The patient's rhythm converted to normal sinus rhythm in-between the successful shocks that were delivered. He had a vt storm despite the successful shocks and eventually asystole from which CPR was unsuccessful. The patient's rhythm strips were not available to the field service engineer. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. The customer reported the (B)(6) 2017 incident on october 20, 2017. The field service engineer reported the device passed all testing and was fully functional on october 25, 2017. After investigation and talking to the staff, the fse realized that there is nothing wrong with the units, but the customer does not know how to use the equipment properly. The fse did escalate the issue and inform sales about it so that application training can be done for them.

Manufacturer narrative:
A follow p report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device "did not deliver the shock to the patient". The incident occurred (B)(6) 2017 and philips was notified in writing on 20 october 2017. The patient involved was reported to have died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.